Event description:
Potential for injury associated with a broken wheel spoke on a v18rlr manual wheelchair. This compromises the weight bearing status of the chair creating the potential for a falling injury.